Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 23 alarms, pump error 37 alarms or pump error 63 alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to a software error. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple insulin pump error alarm also had blank display. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. Customer stated the display was not blank less than 30 seconds and display did not returned after insulin pump restart. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.